Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 65 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient had a loss of pulses/discoloration in the impella inserted leg. A distal perfusion catheter was applied and the issue resolved.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella product for manufacturer investigation. No benchtop analysis of the root cause of the limb ischemia was possible; only the clinical report was evaluated. Based on the clinical data, the cause of the limb ischemia was most likely related to the patient condition. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿